Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was not detected on the communication bus due to a partially connected row board cable with a broken connector on the drawer board, along with a faulty rail on the left side. A field service engineer (fse) replaced the drawer board and the damaged rail, which resolved the issue and tested the drawer using the final test in the hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5 was off its railing and experienced consistent failures even after recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.